Event description:
As reported on the novartis nutrition quality complaint form: "nurse hung a new bottle of isosource (1000ml) at 7:40am at 50cc/hr. At 3:15pm pump alarmed and bottle was empty. The nurse stopped the pump and the pt was in congestive heart failure. The pt was admitted to the hosp in 2000 and passed away in 2000. They notified the rep on 10/6/00."